Manufacturer narrative:
Sections with additional information as of 11-aug-2020: h10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 30-jun-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 548 mg/dl. The customers expected blood glucose test result range is: 119mg/dl am fasting, 198mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. During the call, a back to back blood test was performed by the customer fasting and produced test results of 275 mg/dl and 198 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 04/30/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).